Manufacturer narrative:
Concomitant product: product ID 2088tc competitor lead, implanted: (B)(6) 2013, product ID 2088tc competitor lead, implanted: (B)(6) 2013.

Event description:
It was reported that there was high left ventricular (lv) lead threshold. The device was reprogrammed and the lead remains in use. The patient is enrolled in the wrap-it clinical study. No patient complications have been reported as a result of this event.